Event description:
Additional information was received from the manufacturer representative (rep). It was reported the cause of the shocking sensation, and leads dislodging was not determined. The patient's plan was to have an MRI done and meet with manufacturer representative (rep) on the same day. This had not been scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type implantable neurostim ulator product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a190 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a190 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a190, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a190, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4); product ID: 977a190, serial/lot #: (B)(4), ubd: 26-may-2020, UDI#: (B)(4); product ID: 977a190, serial/lot #: (B)(4), ubd: 20-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) and a manufacturer¿s representative (rep). The rep reported that the patient has had multiple falls ¿probably 12¿ since december. The patient was getting shocked and having to lower stimulation from 2.8 to 2.0 with both cervical and thoracic systems. The rep reported that the patient had seen a neurosurgeon who wanted an MRI done. The patient also reported that he met with his healthcare provider (hcp) about this issue about 2 weeks ago. The patient reported that after his last fall 3 days ago in the shower, he started getting ¿intense electrical shocks¿ so he has had to turn stimulation from 3.0 to 2v. The patient also reported that after the fall, he was now having a lot of ¿sharp pain¿ in his shoulder blades and a lot of leg, neck and thoracic pain which he usually didn't have when the therapy was helping. The pain started 3 days ago. The patient reported that he saw his hcp and the hcp was concerned that he dislodged his leads because she twisted and landed hard when he fell. No further complications were reported.